Event description:
An (B)(6) male with history of hm ii lvad as destination therapy had pump stop events on (B)(6) 2021 and (B)(6) 2022 requiring replacement of lvad device. An (B)(6) with hm2 dt lvad (B)(6) 2014 now with short to shield pump stoppage, he underwent driveline splicing by abbott engineers who evaluated wires and there was no break in the insulation, and concluded an internal malfunction causing the pump to stop. Given the unstable nature of his lvad, decision was made to admit patient today for elective hm2 to hm2 pump exchange which he underwent on (B)(6) 2022.

Event description:
An (B)(6) male with history of hm ii lvad as destination therapy had pump stop events on (B)(6) 2021 and (B)(6) 2022 requiring replacement of lvad device. An (B)(6) with hm2 dt lvad (B)(6) 2014 now with short to shield pump stoppage, he underwent driveline splicing by abbott engineers who evaluated wires and there was no break in the insulation, and concluded an internal malfunction causing the pump to stop. Given the unstable nature of his lvad, decision was made to admit patient today for elective hm2 to hm2 pump exchange which he underwent on (B)(6) 2022.